Event description:
The mountaineer f/a screw, implanted into the vertebral body of c2, is reported to have broken mid-shaft. Patient is reported to have slept on a soft pillow and in the morning felt neck pain. The screw remains implanted at this time.

Manufacturer narrative:
It is not known if/when the device is being explanted. X-ray images have been requested. A follow up report will be filed upon completion of the investigation. Device remains implanted.

Manufacturer narrative:
It was reported on (B)(6) 2013 - that the screw broke mid shaft. The screw was implanted into the vertebral body of c2 on the left using the pedicle trajectory on (B)(6) 2013. Patient is fusing and hardware has not been removed. No complaints of pain or discomfort related to hardware failure. It has been reported that there were no traumatic events to cause the failure. The product sample was not returned for evaluation as it remains implanted. A device history record (DHR) review could not be conducted as the lot number of the product was unknown. Two cds with images was forward to medical professional for review. Medical evaluation was conducted by (B)(6) and it was noted that there were no observations of anything unusual. It is difficult to determine the exact point of failure for the broken hardware. There were no indications of a traumatic event causing the failure. Also, the CT indication states left-sided neck pain and the broken screw is on the left side. Although it is less likely that the screw within bone is causing pain, there may be pain if the patient continued to have instability at that level. The CT report also states that there is partial fusion; the CT scan was performed at only 4-5 weeks post-op. A review of the complaint trend analysis found no observed trends for issues of this nature. Therefore, without a product sample, we are unable to confirm the reported issue or identify the root cause, and this complaint will be closed with no further action required. In the absence of a product sample, lot number, or observed trend, this complaint will be closed with no further action required.